Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that user was requested to perform a diagnostic upload so the system could be fully reviewed and as referencd in the user guide, a sensor re-link is required to allow the system to reinitialize and converge faster after a diagnostic upload is performed. The re-link was performed successfully. Post re-link, the user was advised to continue using the system and to reach out again if discrepancies persisted. Per dms review, the user was using the system with up to date information.

Event description:
On april 20th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.